Event description:
The account alleged that the head section is slowly drifting down.

Manufacturer narrative:
The accounts biomed took the head down valve out, cleaned it and reinstalled the valve to repair the bed.